Manufacturer narrative:
This is initial MDR report being submitted with associated MFR# 1226348-2017-00049 and 3008264254-2017-00039. (B)(4). The product will not be returned for analysis however a device history record review is currently being conducted and the results are not yet available. No conclusion is made at this time. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during the procedure, there was recapturing difficulty with an enterprise stent. The procedure was coil embolization of an aneurysm at the right internal carotid -c2. The patient was a male whose vessel was heavily torturous and not calcified. The enterprise stent (complaint product1) was attempted to place in the lesion but was misaligned from the planned position. Therefore, the physician tried to recapture the stent in the prowler select plus (complaint product2) for advancement of the catheter to the target position however the edge of the stent (unk distal or proximal) was unable to be stored in the micro catheter. The stent was removed with the catheter as unit. There was no damage detected on the stent and the catheter when removed from the patient; they both were replaced with new products. There was no resistance experienced when the stent passed through the catheter. The procedure was successfully completed without further issues. However, due to the event it was delayed for 30 minutes. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to (and after) the event. The products are not available for the investigation. No further information is available.

Manufacturer narrative:
This is final MDR report being submitted with associated MFR# 1226348-2017-00049 and 3008264254-2017-00039. Based on the information, the reported event of inability to recapture the enterprise stent could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.